Event description:
It was reported that a device moved in the appendage and was explanted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device was successfully implanted in the laa of the patient. 9 months post procedure the patient was admitted for a large leak around the device. The closure device appeared to be sideways in the appendage of the patient. The physician decided to explant the device and implant a new device in the patient. A snare was used to successfully remove the device from the patient. A new 27mm closure device was successfully implanted in the patient. There were no patient complications that occurred from these events.